Event description:
It is alleged that while dentist was performing a left mandibular block injection, the needle broke and lodged in patient's jaw. The dentist could not retrieve the needle and thus, surgical intervention was required.